Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a lifted downstream occlusion (dso) seal and loose latch lock. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was replicated; a continuous alarm for error code 46510 was found during power up. The most probably root cause is a faulty pwa board and microprocessor timeout issue. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code 46510. It is unknown if there was patient involvement, no adverse patient effects were reported.